Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic rectosigmoid resection procedure, according to the surgeon, the hemostasis was unsatisfactory during the whole operation. Nearly at the end of the procedure, the white tissue pad melted/split and came off the shears. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch #n92u7e. The device was returned with the tissue pad damaged, melted, and 100% present. The instrument cable was also cut off. Due to the returned condition (electrical cable cut off), the device was unable to be connect to gen11/pi key for functionality testing. The device was inspected and the damaged tissue pad was observed. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed and the manufacturing criteria were met prior to the release of the batch.